Manufacturer narrative:
Corrected data.

Event description:
During an atrial fibrillation cryoablation procedure, a pericardial effusion occurred which was diagnosed with ultrasound. A pericardiocentesis was performed to stabilize the patient, and the patient was transferred to the operating room for open heart surgery. In the beginning of the procedure, after checking the left atrial appendage to rule out thrombus, the coronary sinus catheter was positioned and transseptal access was gained. Mapping and ablation of the pulmonary veins was performed. After pulmonary vein isolation was completed and remapping was being done with a non-abbott device (achieve catheter), the patient became tachycardic and hypotensive. A pericardial effusion was observed which was diagnosed with ultrasound, localized to the right side. A pericardiocentesis was performed to stabilize the patient, and the patient was transferred to the operating room for open heart surgery. It was reported that the patient had a small right ventricle and a baseline effusion which was noted during initial catheter maneuvers. The physician believes the pericardial effusion likely occurred while viewing the left atrial appendage while positioned in the right ventricle/right ventricular outflow tract.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.